Event description:
A patient underwent a spinal fusion from l2 to l5. At the 3-month postoperative visit, radiographic imaging revealed a collapse of the expandable cage at the l2-l3 level. The patient subsequently underwent revision surgery for removal of the cage.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.